Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android_Galaxy S23 / Unknown / Android 16.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.